Event description:
It was reported the devices were used during a breast biopsy. It was reported the clip and applier fell apart. It was reported the marker sleeve was left in the breast. It was reported a second clip was used and got stuck in the probe. The case was completed with a third clip. The account has five boxes of markers with the same lot number and would like them removed from their shelves.